Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: the pump powers to the verify screen in accordance with normal operation. The black box shows no power on reset event prior to complaint date however one power on reset event associated with a cartridge change was observed on (B)(6) 2014 at 00:57. The battery compartment is intact. No evidence of moisture contamination in battery compartment or on underside of battery cap. The battery cap is able to fully tighten. A power loss was not observed. Loosened battery cap by 1/2 turn, a power loss was still not observed. Battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Removed pump case and there was no evidence of moisture contamination or loose components inside pump. Investigators were unable to duplicate intermittent power condition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.